Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2008, inratio: 2.2, 2.3; lab: 10.8, 10.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2008, inratio: 2.2, 2.3, lab: 10.8, 10.8, mean: 6.5, 6.55; confidence limits: cannot be determined. Per internal procedure, (B)(4), the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text "pt was treated with vitamin k and fresh frozen plasma." This is adverse event case. Products will be tested when returned.